Event description:
It was reported that the patient experienced an electrical discharge sensation from his index finger to his leg 4-6 times per day, beginning in (B)(6) 2013. It was a slight sensation, like a pin prick. It was noted that the patient's tremors and speech were much better. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3387s-40, lot# va04rp2, implanted: (B)(6) 2013. Product type: lead: product ID 3387s-40, lot# va04jna, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).